Event description:
The manufacturer received information alleging a ventilator was returning for preventive maintenance due to a loud motor sound that would not stop. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a slight noise was heard from the motor blower assembly. The motor blower assembly, stirring fan foam and 43 micron filter were replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed. Additionally, during the evaluation a service required alarm condition indicating a communication failure with the oxygen blending module occurred. The device's oxygen blending module and interface board were replaced to address the issue. The device was cleaned and tested and passed all final testing.